Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having trouble charging and noted that there were contacts out. The patient was has loss of stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician replaced the ipg due to high impedances and not due to charging. No device malfunction suspected on the ipg. It was noted that high impedances did not clear after the ipg was replaced.

Event description:
A report was received that the patient was having trouble charging and noted that there were contacts out. The patient was has loss of stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.